Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer declined to be transfered to help line for further assistance. No further information provided.